Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to have two cracks on it while unpacking. There were no patient complications. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broke. H10: investigation result the fiber was returned broken into two pieces. The first piece measured approximately 81.2 cm from the top of the connector to the break. The second measured approximately 235.9 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 07:47 am CT. The report number is being corrected from: 3005099803-2018-62117 to: 3005099803-2018-61227.

Event description:
It was reported to boston scientific corporation on october 12, 2018 that a flexiva ID 200 laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to have two cracks on it while unpacking. There were no patient complications. There was no serious injury nor adverse patient effects as a result of this event.